Manufacturer narrative:
Event description: correction was made to this field regarding the explant date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the entire system was explanted on (B)(6) 2015. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the entire system was explanted on (B)(6) 2018. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the device was taken out 3 years prior to (B)(6) 2019 due to infection. There were no further complications reported at this time.